Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned device for alleged unresponsive keypad found on (B)(6) 2022. Device was received with intermittently stuck buttons. The device passed the displacement test. The device failed the self test due to appearance of device error 63. The device passed the keypad voltage test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thus software. Device alarmed a device error 63 during testing on december 21, 2022 at 14:23:59.000 or 2:23:59 pm (variable #: 3). Device was cut open to perform visual inspection and found a broken trace at pins #6 sda and #1 vdd on the u1 chip on the keypad assembly. Moisture damage was found on the force sensor, vibrating motor, electrical board 1 and electrical board 2. Found a physical damage to the keypad flex tape. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, label damage, pillowing keypad overlay, and corroded battery tube. Unresponsive keypad was confirmed due to physical damage to the keypad flex tape. Device error 63 was confirmed during testing due to a broken trace at pins #6 sda and #1 vdd on the u1 chip on the keypad assembly. Moisture damage was confirmed found on electrical board 1, electrical board 2, vibrating motor, force sensor and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had an unresponsive keypad and button error. No harm requiring medical intervention was reported. Troubleshooting was unknown. No further details were given. The product will be returned for analysis.